Event description:
It was reported that insulin pump was expose to moisture. It was reported that insulin pump possibly had a reservoir leak. Customer's blood glucose reading was 232 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.